Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported patient's leads displayed high impedance values sometime after a motor vehicle accident. Reprogramming could not resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced which resolved the issue.